Event description:
Customer received result of hi (greater than 33.3 mmol/l) on the mobile system, and result of 7.9 mmol/l on the aviva nano system within 10 minutes requested return of suspect device and replacement was sent. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in the mobile system (lot number 278179, expiration date 01/31/2014). (B)(4).